Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of network connectivity failure was confirmed and replicated during laboratory testing. The suspect pcu reproduced error code 600.6875 (network communication error), and the wireless network card was identified as the source of the malfunction. The external and internal inspection process was performed on the suspect pcu. Unknown dried fluid residue was observed on the lower interior area of the pcu case, and a small area of fluid residue was noted on the wireless network card. Additionally, the handle assembly was incomplete, with the top and bottom handle items missing. All other inspected components were observed in good condition and confirmed to be manufactured by bd. The returned system was powered on in its ¿as received¿ condition, and the suspect pcu reproduced error code 600.6875 (network communication error). An attempt was made to upload the dchu wireless network configuration using alaris system maintenance (asm); however, the task failed during execution. The suspect wireless network card was replaced for testing purposes only, and the dchu network configuration was successfully uploaded into the pcu. Subsequently, the pcu was powered on and the network status was displayed as ¿connected.¿ a basic infusion test was performed with a rate of 100ml/h and a volume to be infused (vtbi) of 1700ml for a duration of 17 hours, using two known good pump modules. No alarms or malfunctions were observed, and the network status remained connected throughout the test duration. The logs from the pcu were retrieved to determine the details of the reported event. According to the facility, the event occurred on 09sep2025; however, the event time was not specified. A review of the pcu event log showed that the last recorded power-on occurred on 10jul2025 at 11:11 am, and the unit was powered off at 11:18 am. No infusions or relevant activity were observed during this session. No events were recorded on 09sep2025. A review of the pcu error log showed that on (B)(6) 2025, a total of three malfunction errors with code 600.6870.5 (cib communication error) and fifteen malfunction errors with code 800.8000.0 (pcu15 general os failure) were recorded. These errors were consistent with the issue reproduced during testing. According to the bd alaris system user manual v12.3.1, wireless communication may be intermittently lost due to environmental factors or network conditions. While the system is designed to minimize these interruptions, they cannot be fully prevented. If communication is lost, the pcu can continue to be used by manual programming infusions. Possible causes include server unavailability, wireless network changes, local interference, the pcu being outside coverage range, or a damaged wireless card. There was no patient involvement. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pcu s/n: (B)(6) (w/o: (B)(4). The device was opened for investigation. Please replace the wireless network card and install the missing top and bottom handle items. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the facility. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had bad network card. There was no patient involvement.

Manufacturer narrative:
Correction: manufacturer narrative. Investigation summary: the reported issue of network connectivity failure was confirmed and replicated during laboratory testing. The suspect pcu reproduced error code 600.6875 (network communication error), and the wireless network card was identified as the source of the malfunction. The external and internal inspection process was performed on the suspect pcu. Unknown dried fluid residue was observed on the lower interior area of the pcu case, and a small area of fluid residue was noted on the wireless network card. Additionally, the handle assembly was incomplete, with the top and bottom handle items missing. All other inspected components were observed in good condition and confirmed to be manufactured by bd. The returned system was powered on in its ¿as received¿ condition, and the suspect pcu reproduced error code 600.6875 (network communication error). An attempt was made to upload the dchu wireless network configuration using alaris system maintenance (asm); however, the task failed during execution. The suspect wireless network card was replaced for testing purposes only, and the dchu network configuration was successfully uploaded into the pcu. Subsequently, the pcu was powered on and the network status was displayed as ¿connected.¿ a basic infusion test was performed with a rate of 100ml/h and a volume to be infused (vtbi) of 1700ml for a duration of 17 hours, using two known good pump modules. No alarms or malfunctions were observed, and the network status remained connected throughout the test duration. The logs from the pcu were retrieved to determine the details of the reported event. According to the facility, the event occurred on (B)(6)2025; however, the event time was not specified. A review of the pcu event log showed that the last recorded power-on occurred on (B)(6)2025 at 11:11 am, and the unit was powered off at 11:18 am. No infusions or relevant activity were observed during this session. No events were recorded on (B)(6)2025. A review of the pcu error log showed that on (B)(6)2025, a total of three malfunction errors with code 600.6870.5 (cib communication error) and fifteen malfunction errors with code 800.8000.0 (pcu15 general os failure) were recorded. These errors were consistent with the issue reproduced during testing. According to the bd alaris system user manual v12.3.1, wireless communication may be intermittently lost due to environmental factors or network conditions. While the system is designed to minimize these interruptions, they cannot be fully prevented. If communication is lost, the pcu can continue to be used by manual programming infusions. Possible causes include server unavailability, wireless network changes, local interference, the pcu being outside coverage range, or a damaged wireless card. There was no patient involvement. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2).

Event description:
It was reported that the device had bad network card. There was no patient involvement.

Event description:
It was reported that the device had bad network card. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of network connectivity failure was confirmed and replicated during laboratory testing. The suspect pcu reproduced error code 600.6875 (network communication error), and the wireless network card was identified as the source of the malfunction. The external and internal inspection process was performed on the suspect pcu. Unknown dried fluid residue was observed on the lower interior area of the pcu case, and a small area of fluid residue was noted on the wireless network card. Additionally, the handle assembly was incomplete, with the top and bottom handle items missing. All other inspected components were observed in good condition and confirmed to be manufactured by bd. The returned system was powered on in its ¿as received¿ condition, and the suspect pcu reproduced error code 600.6875 (network communication error). An attempt was made to upload the dchu wireless network configuration using alaris system maintenance (asm); however, the task failed during execution. The suspect wireless network card was replaced for testing purposes only, and the dchu network configuration was successfully uploaded into the pcu. Subsequently, the pcu was powered on and the network status was displayed as ¿connected.¿ a basic infusion test was performed with a rate of 100ml/h and a volume to be infused (vtbi) of 1700ml for a duration of 17 hours, using two known good pump modules. No alarms or malfunctions were observed, and the network status remained connected throughout the test duration. The logs from the pcu were retrieved to determine the details of the reported event. According to the facility, the event occurred on 09sep2025; however, the event time was not specified. A review of the pcu event log showed that the last recorded power-on occurred on 10jul2025 at 11:11 am, and the unit was powered off at 11:18 am. No infusions or relevant activity were observed during this session. No events were recorded on 09sep2025. A review of the pcu error log showed that on 10jul2025, a total of three malfunction errors with code 600.6870.5 (cib communication error) and fifteen malfunction errors with code 800.8000.0 (pcu15 general os failure) were recorded. These errors were consistent with the issue reproduced during testing. According to the bd alaris system user manual v12.3.1, wireless communication may be intermittently lost due to environmental factors or network conditions. While the system is designed to minimize these interruptions, they cannot be fully prevented. If communication is lost, the pcu can continue to be used by manual programming infusions. Possible causes include server unavailability, wireless network changes, local interference, the pcu being outside coverage range, or a damaged wireless card. There was no patient involvement. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.